Event description:
A 21mm trifecta tissue valve was implanted on (B)(6) 2011. On (B)(6) 2015, the valve was explanted due to aortic insufficiency. When the valve was examined ex vivo, a cuspal tear was observed. A non-sjm valve was implanted.

Manufacturer narrative:
(B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.